Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the left ventricular lead exhibited loss of sensing and loss of capture. The left ventricular lead was not used, and a new lead was implanted. No patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.